Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Thyroidectomy - "on the 4th firing of the device, error code started going off. The surgeon showed me that the metal piece slid out from the plastic housing. I was in the room and watched the product being opened and placed on table. There was no trauma to the handpiece." Patient status- "normal recovery"

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon visual inspection, engineering was able to confirm the complainant?s experience of component separation. During functional testing, the device failed blade actuation testing. The root cause cannot be confirmed; however, applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.